Event description:
It was reported that the device had early battery depletion. The device was explanted and replaced. The left ventricular lead was also noted to have high capture threshold. The lead was unable to be repositioned and was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant device: 5076 implantable pacing lead (B)(6) 2010; 6947 implantable tachy lead (B)(6) 2010. (B)(4).